Event description:
It was reported that following the implant of the paddle lead of the spinal cord stimulator (scs) system the patient experienced paralysis of the right leg. The following day the patient underwent a procedure in which the physician decided to remove the bone from the spinal canal to make a more room for the lead. It is unknown if this was the cause of the paralysis of the right leg, but it is suspected that there was pressure on the spinal cord. The day after the revision the patient was recovering and able to move the right leg slightly.